Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a scan of hi (greater than 500 mg/dl) while wearing the adc device. On (B)(6) 2022, the customer experienced unspecified symptoms of hypoglycemia and had a loss of consciousness. The customer was brought to the hospital and was provided "glucosamine - glucosmon" by the hcp for a diagnosis of hypoglycemia. Prior to the customer's discharge from the hospital, a blood glucose test of 152 mg/dl was obtained, with no comparison sensor scan performed. No further information was provided. There was no report of death or permanent injury associated with this event.